Manufacturer narrative:
(B)(4). The device was returned for evaluation. The stent dislodgment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
User facility medwatch report received that states: patient was in cath lab for percutaneous intervention. Stent was to be inserted when stent /delivery device taken out of package and protective stylet and sheath removed; stent came off of the balloon. Subsequent information received states, it was reported that during device unpacking and prior to use the xpedition stent delivery system (sds) was removed from the plastic coil and while removing the stylet, protective sheath the stent dislodged from the balloon in the sheath. There was no patient involvement; there was no force noted during removal. No additional information was provided.